Event description:
It was reported that the doctor had some difficulties with removing the guidewire. There was no problem with guidewire insertion but when the physician went to remove the guidewire, it got caught approximately 4 inches from the bottom and had unraveled. This occurred after the dilator and catheter were inserted, when trying to remove the guidewire out of the catheter, the guidewire started to unravel. There were no patient complications reported and the device will not be returned for evaluation, discarded.

Manufacturer narrative:
Device was discarded at hospital. The lot number was not provided and we are unable to complete a device history record review.